Event description:
The customer reported, the system shut down during operation and could not be rebooted. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was found faulty. Therefore, the right monitor was repositioned into the left. The customer has conceded to working with one monitor. The system was then found to be operating as intended.